Event description:
A letter was received by invacare from an insurance claims representative which stated that she received a verbal allegation that the irc10lxo2 platinum 10 concentrator malfunctioned. It was further stated that the patient died due to a lack of oxygen. The patient's family will not release the concentrator. Nothing has been reported or provided from a healthcare professional. No additional information available at this time. This file will be updated when additional information is obtained by invacare.